Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that pt underwent revision surgery due to an increase in seizures, erratic stimulation and generator at end of service. In house programming database gave an estimated 50% battery life until generator end of service. The device has not been returned for product analysis to rule out any malfunction.